Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, the 18 mm amplatzer amulet (acp2) was successfully implanted utilizing a 12f torqvue 45x45 delivery sheath (tv45x45). On (B)(6) 2016, a pericardial effusion was noted and a pericardiocentesis was performed. Per report, the pericardial effusion may have occurred while trying to cannulate the appendage with the tv45x45 sheath or when the acp2 was partially recaptured. The acp2 remains implanted and the patient was reported to be stable.